Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.